Event description:
During attempted stenting of a lesion in the proximal-mid lad, difficulty was experienced during attempts to advance the cypher sds, and the unit was withdrawn from the pt. It was then noted that the distal end of the cypher stent was flared. The lesion was de novo, heavily calcified and highly tortuous, and had been pre-dilated twice prior to attempted stenting. Therefore, rotablator and pre-dilation with a third balloon were conducted, and three cyphers were successfully implanted from the distal end of the lesion overlapping each other. There was no report of pt injury. The product was clinically used and will be returned for analysis. The physician did not indicate any anomalies prior to use. The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. Additional info will be submitted within 30 days of receipt.